Event description:
Air bubbles in both tpn and il lines multiple times. Air bubbles noted in lines above ivpump and below IV pump requiring removing line from pump. Air in line alarm also 2x and bubbles found below IV pump. Tpn line had not been changed that day . All IV pumps were changed that evening after rn had experienced several alarms. This has happened before with this patient.